Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a pharmacist from (B)(6) of aseptic peritonitis and fever in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced aseptic peritonitis manifested by cloudy effluent, abdominal pain, fever and was hospitalized. Treatment included remedial therapy of an unspecified pain medication (dose and frequency not reported, intravenously). On (B)(6) 2011 the patient received remedial therapy with vancomycin (1gm, frequency not reported, intravenously) and gentamycin (60mg, frequency not reported, intravenously). On (B)(6) 2011, the patient received remedial therapy with vancomycin (1gm, frequency not reported, intravenously) and gentamycin (60mg, frequency not reported, intravenously). On the same day, the remedial therapy with vancomycin and gentamycin were stopped, and that evening the patient was switched to oflocet (200mg, once daily for 8 days, route not reported). On (B)(6) 2011, the patient began remedial therapy with (B)(6) (500mg, 3 times daily for 8 days, route not reported). On (B)(6) 2011 the patient was discharged from the hospital. On an unreported date, the events of aseptic peritonitis and fever resolved. Extraneal viaflex and physioneal, unspecified therapies were ongoing. The pharmacist stated that the events of aseptic peritonitis and fever were possibly related to extraneal viaflex and physioneal, unspecified product.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.